Event description:
Developed alcl from her textured sientra breast implant. Had implants in for 4 years and developed a fluid collection. Aspiration show no infection but flow cytometry c/w alcl. FDA safety report ID# (B)(4).